Event description:
A malfunction alarm, specifically malf 12 indicating a momentary power loss to the vibrator motor, was reported. Blood glucose levels did not exceed 500 mg/dl, suggesting there was no adverse impact. After attempts to reset the pump were unsuccessful, customer technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. Additionally, they guided the customer to return the faulty pump using a pre-paid label and confirmed the shipping address.